Event description:
Customer reports that at the end of a procedure, the fluoro stopped working.

Manufacturer narrative:
Liebel flarsheim field service engineer reports: found that the table was alarming 'no cassette'. Found acl channels were not home causing acl not to accept a cassette, which also stops fluoro until acl is reset. Reset channels and verified operation per manual, troubleshooting procedure. System returned to full service by the customer.